Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller reported an aviva system blood glucose result at hi, which on the system indicates a result in excess of 600 mg/dl, retest result 5-10 minutes later was also hi. Customer at the time was lethargic and incoherent. Customer's daughter took her to a fire station and her blood glucose was 35 on the fire department's meter 15 minutes later. Daughter gave the customer a peanut butter sandwich, customer felt better after 45 minutes. A request was made for the return of the meter and strips, replacement sent.